Event description:
The customer alleged that her blood glucose readings had been higher than usual. No adverse event were alleged. The customer's initial call did not meet the criteria to be reported, but her test strips were returned for evaluation. Replacement test strips were sent to the customer.

Manufacturer narrative:
The qa lab found the returned reagent to read an average of 50 mg/dl high, out of specification. Performance was satisfactory using iqa retention reagent.